Manufacturer narrative:
Multiple remote diagnostic tests were performed on the customer's hemo software and the problem could not be identified. A replacement hemo pc fru was shipped to the customer. The customer confirmed that no other issues have been experienced with the hemo monitor since installing the replacement hemo pc.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that a problem was experienced with the waveform monitor where the ECG froze after the patient had been sedated and the procedure delayed about 30 minutes. Real-time monitoring was completely non-functional, no ECG was displayed, and no hemodynamic controls were functional. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, the customer stated that the procedure was completed successfully. (B)(4).